Manufacturer narrative:
The reported issues were addressed with additional pressure and a blood transfusion. The device was not returned for physical investigation. Conclusion: the reported event was not related to device malfunction. This could have been the result of the high stick, but this could not be determined. Review of IFU 2611 rev n indicates under "precautions" do not use if arteriotomy site is noted to be "high," above the inguinal ligament (cephalad to lower half of the femoral head or the inferior epigastric artery origin from the external iliac artery). This may increase the risk of bleeding. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure.

Event description:
Two (2) vascade devices were selected for closure on patient who had bilateral femoral access. For both devices, the devices were inserted into the sheaths, the discs were deployed, temporary hemostasis was achieved and the sheaths were removed. The keys were inserted into the lock/grips and the black sleeves were retracted to expose the collagen. The collagen was stripped off the devices and the devices were removed. Final hemostasis was achieved with both devices. Approximately 6 hours later, the patient became unstable and was transferred to the coronary care unit. An ultrasound was performed and the left femoral artery was diagnosed with a retroperitoneal bleed. It should be noted that there were no complications with right femoral artery closure. Manual pressure was held on the left side to resolve the retroperitoneal bleed. Patient also received I unit of blood. Patient was subsequently discharged.